Event description:
A report was received that the patient was experiencing pocket pain whether the stimulation was on or off. The physician prescribed lidoderm patches but this did not resolve the pain. The patient underwent a pocket revision procedure and the physician implanted two extensions. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing pocket pain whether the stimulation was on or off. The physician prescribed lidoderm patches but this did not resolve the pain. The patient underwent a pocket revision procedure and the physician implanted two extensions. The patient is reportedly doing well.

Manufacturer narrative:
Additional information: the physician believes the pocket pain was caused by the device.